Event description:
New information received notes that the right ventricular (rv) leadless pacemaker (lp) re-exhibited high capture threshold and further exhibited high sensing, alleged to be due to scar tissue grown around the lp. The rvlp was unable to be explanted due to the scar tissue, and the whole system was deactivated, and replaced by a transvenous pacemaker system on (B)(6) 2026. Patient condition was stable throughout.

Event description:
It was reported that the patient presented remotely in clinic due to experiencing dropped heartrate during activities. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker exhibited loss of capture and high capture threshold. Programming changes were made. Patient condition was stable and the patient would continue to be monitored.